Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5086mri52, lead implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and anomalies were found.

Event description:
It was reported that during the implant procedure the atrial lead dislodged. The physician encountered difficulty with the lead helix and there was intermittent threshold. The lead was not implanted and a new lead used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.